Event description:
Customer reported false negative troponin I (tni) kit results with triage cardio profiler kit. Patient rec'd venous draw with edta tube in 2009, and run on triage cardio profiler. Subsequent draws run solely on the eci (this blood draw method using edta tube is consistent throughout all draws listed). Patient was admitted with mi and sent to cath lab. Patient was discharged four days later.

Manufacturer narrative:
Investigation pending.